Manufacturer narrative:
Concomitant medical products: 250 ml fresenius kabi bag, ndc 0338-0519-09, lot: 10kd5004, exp: 03/2018, intralipid 20%; therapy date: (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the luer cracked and leaked during an infusion of tpn on a patient. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report that the luer cracked and leaked was confirmed. Visual inspection showed that the female luer had a vertical hair line crack measuring 0.532 inches long. The female luer was inspected under magnification; no stress marks were observed. Functional testing was performed; a leak was observed as fluid flowed through the crack. The root cause of the luer cracking and leaking was multiple contributing factors such as material regrind, gate location and the effect of chemical agents on mechanical connections of the luer.